Event description:
Customer had a broken grasper tip. The distal tip broke off during a procedure. They were able to retrieve the piece and there was no patient impact. The jaw fell off, it looks like it was not secured, there was no patient injury, it did happen during a case but they were able to retrieve everything. No x-ray needed. No injury. Broke off into patient. Retrieved by another grasper. Lap gallbladder, procedure still completed, happened while trying to close the jaw of grasper.

Manufacturer narrative:
(B)(4): MFR date: aug 2017. Device history record review: all steps were initialed and dated as complete and no material substitutions were made. Upon receipt the complaint sample received a visual inspection. The insert sp8364 was marked, sp8364, h17, ce0123, and USA. The shaft was marked snowden pencer, sp83, f17, USA, and ce0123. The handle was marked snowden pencer, ce0123, USA, sp94, and c17. Upon visual inspection it was identified that the single action link had fractured. The direction of the fracture indicates that the actuating rod was being actuated proximally, which resulted in a force in the proximal direction on the pin that joins the actuating rod to the link. This force was translated through the pin to the link causing the link to fracture from the actuating rod- link pin hole in the proximal direction. When this fracture occurred, the pin was no longer contained within the pin hole and the remaining link, jaw-link pin, and single action jaw ejected off the actuating rod in the distal direction. When this occurred, the interior walls of the proximal end of the lower jaw was no longer present to restrict the movement of the actuating rod-link pin, and the pin slid out of its holes on the actuating rod. No failure modes were identified on the sp94 handle, and sp83 shaft. The shape of the fracture indicates that the material was most likely overstressed prior to or during the complaint failure event. The thickness of the material was measured by calibrated calipers at the actuating rod-link pin hole and the link was found to be the correct pre-assembly specification. The purchase order for the link (B)(4) was reviewed and showed the links had been heat treated per component specifications. Based on these two facts, the link most likely had its design strength when received by the customer and the complaint failure mode is not the result of a defect. The most likely root cause of the complaint failure mode is mechanical overstress by the customer. The link joining the actuating rod to the remainder of the insert was fractured and deformed around the pin hole that joins the actuating rod to the link. Based on the age of this insert, and that it was known to ship to customer in 2017, it is likely that this device worked correctly until the complaint failure mode event, indicating that the device was received by the customer meeting design specifications. The device may have been overstressed to the point of failure by one single event, or multiple events, which could have occurred during surgery, during cleaning and sterilization or while in storage. IFU (instructions for use) 36-0151 instructs the customer to avoid mechanical shock or overstressing the devices as this will cause damage. This damage most likely occurred while the insert was assembled to a handle and shaft. Conclusion(s): the most likely root cause of the complaint failure mode is mechanical overstress by the customer. This overstress may have occurred outside of surgery, and the deformation and fracturing that occurred may have occurred during the complaint failure event, or during handling prior to the complaint failure event.

Manufacturer narrative:
(B)(4). Date of event not provided, inserted the bd aware date. If further information becomes available a follow up medwatch will be submitted.

Event description:
Customer had a broken grasper tip. The distal tip broke off during a procedure. They were able to retrieve the piece and there was no patient impact. The jaw fell off, it looks like it was not secured, there was no patient injury, it did happen during a case but they were able to retrieve everything. No x-ray needed. No injury. Broke off into patient. Retrieved by another grasper. Lap gallbladder, procedure still completed, happened while trying to close the jaw of grasper.